Event description:
Info was received indicating an infant required manual ventilation when a ventilator malfunction occurred. According to the reporter or the event, the ventilator sounded an audible alarm. When the caregiver responded to the audible alarm, the infant appeared to be "dusky" in color. The caregiver removed the infant from the ventilator, manually ventilated him until his color returned, and placed the infant on a different ventilator. The infant was returned to his baseline condition without any adverse effects. The ventilator was not reported to have shut down during the event.

Manufacturer narrative:
The ventilator was returned to the MFR for eval. A review of the ventilator's error log indicated a "ventilator service recommended" alarm had been generated due to a detected fault within the device's digital signal processor (dsp). The device's system cpu board was replaced to address the logged error. This type of error would not cause the ventilator to shut down or fail to deliver therapy to the intended user. Based on the available info and device eval, the device does not appear to have malfunction in a way that would affect pt therapy. There was no permanent harm or injury to the pt. The MFR concludes that no further action is required.